Event description:
It was reported to philips healthcare that the heartstart mrx is not charging the battery when powered by ac power module. The customer used a new ac power module and the device charged and worked as expected. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.